Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced device damage while still operable, and leakage. The following information was provided by the initial reporter: malfunction resulting in a chemo exposure of the pt and employee.

Manufacturer narrative:
H6: investigation summary: a complaint of leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced device damage while still operable, and leakage. The following information was provided by the initial reporter: malfunction resulting in a chemo exposure of the pt and employee.